Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 25) with one cartridge during the load process. Customer's blood glucose level was not impacted. The customer was able to load the cartridge successfully and resume insulin delivery.